Event description:
Valve leaked whilst closed from the valve assembly and from before. Pt outcome and additional information have not been provided to assist in this investigation by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.